Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's dad reported via phone call that they experienced a high blood glucose level of 480 mg/dl. The customer's dad stated they had a problem with the pump it seemed that the pump was not giving the insulin and they went to the hospital with the customer recently. The customer was wearing the insulin pump at the hospital when she was admitted for an overnight stay. The customer had symptoms of nausea and vomiting as a result of the high blood glucose level. Troubleshooting was performed for the insulin pump. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer decided she did not feel the need to replace the insulin pump. The customer stated she didn't need replacement material. The customer was advised that if she has any doubts to call back. The product was not replaced. The product was not returned for analysis.